Event description:
It was reported that we have one each of the b11lt lot k4dr45-exp 2018-10 with what appears to be a mismatched set. The inner trocar has an 11mm symbol and the sheath has a 12mm symbol on it, unopened.

Manufacturer narrative:
(B)(4). The analysis results found that the b11lt device was returned in good condition inside its sealed and sterile package. The instrument was inspected and upon visual inspection the size on the universal seal was found to be incorrectly printed as the assembly corresponds to a b11lt, however, it was printed as a 12mm device. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.